Event description:
It was reported that the patient received inappropriate shocks due to oversensing and noise on the right ventricular lead. There was also high impedance and a lead alert for noise and increased threshold. The lead was inactivated and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were seven ventricular non-sustained tachycardia episodes less than or equal to 215 milliseconds between (B)(6) 2011. There were three patient alerts for out of tolerance subthreshold lead impedance episodes between (B)(6) 2011. The weekly pace impedance trend data shows a gradual increase for minimum and maximum right ventricular pacing equal to 824 to 3104 ohms peak between (B)(6) 2011.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient received inappropriate shocks due to oversensing and noise on the right ventricular lead. There was also high impedance and a lead alert for noise and increased threshold. It was also reported that there may have been a micro dislodgement of the lead. The lead was inactivated and a new lead was implanted. No further patient complications have been reported as a result of this event.